Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Report stated - incident of full opening of wound 5 hours post operation. Reference : e-complaint-(B)(4). Insorb 30 stapler 2030 e-complaint-(B)(4).

Manufacturer narrative:
Investigation initiated manufacturer's investigation review DHR inspect returned samples analysis and findings distribution history. The complaint product was purchased from epc 11/14/2019 and used in cooper surgical work order (B)(4). Manufacturing record review DHR-2030 - 279872 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection (iqc record 1-11-18-012) for this product consists of a DHR review which, as noted above, was found not to exhibit any related non-conformities. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has been returned to coopersurgical. Visual evaluation of the complaint product was performed and found the staple counter at 15 but depleted of all staples. Further visual evaluation also found one plastic jaw damaged and the skin penetrator damaged / broken, indicating forced trauma to the stapler e.g. Metal tweezer may have been jammed into the path of the deployed staple during firing activation. Functional evaluation of the complaint product was dry fired (depleted of staples) and found that mechanically the stapler functioned as intended. However, based on the visual damage findings, the physical condition of the stapler sample it may conclude the results reported. Root cause definitive root cause is indeterminable, however, the damage noted may likely have been caused by the metal tweezer if it were jammed into the path of the deployed staple during staple firing activation. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time; complaint will be monitored for trending. *was the complaint confirmed? Yes.

Event description:
Report stated: during the abdominoplasty procedure, the surgeon used insorb for his incision closure. While using the device, the blue plate doesn't close properly when triggered. Follow-up for additional info stated: there was a slight delay at the closure due to the surgeon trying to troubleshoot several times but at last they opened a new piece to complete the closure. Insorb 30 stapler 2030 e-complaint-(B)(4).